Event description:
Caller reported pump battery would not charge, and attempts to charge the pump using different outlets and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed all necessary information with the customer, and instructed them to return the faulty pump to tandem. Reportedly the customer had an alternate pump for insulin therapy.